Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. The patient's mother reported the patient was hospitalized on (B)(6) 2019 due to complications. They had turned the device off and had just turned it back on an hour prior to report on (B)(6) 2019. Contributing factors, actions/interventions and resolution to the reported event were unknown. No further complications were reported or anticipated.